Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical has detected no failure to unit as it function according to manufacturer specifications. Improvements will be implemented with next software revision.

Manufacturer narrative:
The suspect device was not returned for investigation at this time. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 having issues with niv CPAP mode while on a patient. Furthermore, the patient suddenly becomes apneic during the event. As an intervention, the ventilator was changed to another and the customer confirmed that there was no patient harm associated with the reported event.